Event description:
April 15,1996 trip and fall with spiral fracture left femoral shaft and transverse fracture left supracondylar fracture. April 17, reduction and fixation supracondylar intramedullary rod. On or about 11/6, pt took a step and left leg "loosey goosey" heard pop and felt pain. Segmental fracture of left femur with surprcndylar and distal shaft components displaced and shortened; non displaced distal supracondylar component consistent with healing stress fracture reinjured.